Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault, elevated iop with pupil block. Significant shallowing of the ac. Visual disturbances, persistent post-operative inflammation, lens opacity, unreactive fixed pupil, significant pigment dispersion, and iris atrophy. Iop treatment was administered. The lens was explanted. Cause reported as device.

Manufacturer narrative:
H6- clinical code: 4581- significant shallowing of the ac, angle closure, pupil block, unreactive fixed pupil, pigment dispersion, iris atrophy. H6-investigation type 4110: lens work order search- no similar complaint event(s) within associated lots were found. Cataract, lntraocular anterior or posterior segment inflammation, non-reactive pupil, pupillary block, corneal edema, corneal decompensation, iop elevation from baseline, iris pigment dispersion, secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. (B)(4).